Manufacturer narrative:
Address: (B)(6). Facility: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Peritoneal dialysis (pd) patient (infant) experienced peritonitis ¿quite a few times¿ (the dates of occurrence and the exact number of incidents were not reported). The causes of and the treatments for the peritonitis events were not reported. It was not reported if the patient was hospitalized for any of the events. The patient has recovered from all events. At the time of this report, physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was unknown. On an unreported date, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.